Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter had foreign matter in the fluid pathway. No serious injury or medical intervention reported.

Manufacturer narrative:
Our quality engineer was able to verify the presence of silicone on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. A corrective action project has been initiated to investigate the issue. A review of the device history record was completed for sub-assembly# 004713bjf lot 5362388 manufactured from 29-dec-15 to 14-jan-16 in acam03 machine used in claimed lot 6056310. This lot was reviewed regarding the tests of ¿foreign matter¿ and were not evidenced records that could lead to the claimed defect.

Event description:
It was reported that the bd angiocath¿ IV catheter had foreign matter in the fluid pathway. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that the bd angiocath IV catheter had foreign matter in the fluid pathway. No serious injury or medical intervention reported.